Event description:
It was reported, that during bladder suspension procedure, the tape detached from the needle during the first pass. The surgeon removed the tape and used another device to complete the procedure. No adverse pt consequences were reported.